Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor memorygel breast implant 650cc gel breast implant, catalog # 3506504bc, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast reconstruction revision with a gel mentor memorygel breast implant 650cc and experienced rupture on the right breast implant. The rupture was found during surgery. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel implants, catalog # 3504004bc, s/ns: (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.

Manufacturer narrative:
On 11/29/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with cloudy appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease on the anterior view that extended to the posterior view. A rent was discovered at the end of the crease, on the right superior edge of the anterior view, measuring 6.7 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. (B)(4).